Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. No additional event or patient information is available. The complaint device was not returned for evaluation. Data was provided for investigation. The receiver data log was downloaded and reviewed finding firmware errors, confirming the reported event of initializing screen without manual restart. Based on the investigation results this is a reportable event. However, a root cause cannot be determined.